Event description:
Boston scientific received information that during a pulse generator upgrade procedure, the rate/sense portion of the right ventricular lead was noted to be stuck in the header of this device due to a stripped setscrew. The portion of the lead was therefore cut and surgically abandoned in order to explant the device. A new right ventricular rate sense lead was implanted, and the shock portion of this lead remains in service with a new, upgraded device. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.